Event description:
Device issue: balloon did not deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that during an interventional procedure in an unspecified artery, the foxcross balloon did not deflate. There was no further information regarding how the balloon was deflated or removed from the anatomy. There was no adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. A review of the history record could not be performed as the lot number was not provided.